Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial pt stopped breathing during surgery. The pt had a history of sleep apnea. No further details or pt outcome were provided. A f/u report will be filed if additional info becomes available.